Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a tuberculin syringe. The customer reports that the IV site was infiltrated with a lidocaine injection from the tb syringe. After injecting the IV site, the safety device was partially engaged by the user, then placed on the pt's bed if needed again for use. The user then disengaged the safety device to reuse the device and received a dirty needle stick in the left thumb. In response, the user received a tdap shot. There was no additional medical intervention or injury in connection with this incident.

Manufacturer narrative:
(B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.